Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection was not able to confirm the damage to the cartridge compartment. The cartridge compartment was intact with no physical damage observed. The battery compartment threads were found to be cracked. Unrelated to the complaint, evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. In addition to the unrelated issues, evaluation revealed that the battery cap was damaged/stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.